Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was attempted to be removed due to unknown reasons. As the lead was fibrosed, was tried to be removed, however, ended up fractured and the locking stylet came back, physician decided to surgically abandoned the lead. New lead was replaced. No additional adverse patient effects.